Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported this second system was not working either. This new system was tried where the wires went up to the back now. It only lasted 8 months and messed up again. The ins or leads malfunctioned in 2010. The patient did not have the exact reason and stated the leads came out. A third system was placed. Relevant medical history included chronic low back pain. No symptoms or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.